Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported insufflator not turn on while being used with a video system center issue could not be determined, however, the malfunction was likely due to observed damage/deformation of the circuit board and the circuit board link-out interface. A root cause of the observed damage/deformation could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. A repair center engineer found that an alarm was generated and the device couldn't be started due to a faulty and deformed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. E1: (B)(6) hospital.

Event description:
The customer reported to olympus, the insufflator couldn't turn on while being used with a video system center. The issue was found during preparation for use prior to an unspecified therapeutic procedure. The intended procedure was completed using a different device. There were no reports of patient harm.